Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) will be explanted in the near future due to battery status reaching end of life (eol). There was a concern that the battery had depleted earlier than expected. Subsequently, additional information was received that this ICD was explanted. There were no adverse patient effects reported.

Manufacturer narrative:
This device was successfully replaced, and will be returned for laboratory analysis. At this time there is no additional information. If additional information becomes available this report will be updated. Subsequently, additional information was received that this device could not be located, so it will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, ICD memory was reviewed. We confirmed that the device declared eol after experiencing one charge time greater than 30 seconds. To determine if the device¿s rate of battery depletion was normal, our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results showed that the monitoring voltage was normal based on therapy use to date and programmed settings. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by charge times in excess of the 30 second eol charge time limit. Laboratory technicians and engineers concluded that this device did not experience premature battery depletion. Rather, an eol charge time replacement indicator was declared due to a higher-than-typical build-up of internal battery impedance.

Event description:
Subsequently, additional information was received that this ICD was returned to boston scientific. There were no adverse patient effects reported.